Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved with this complaint to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the sureform 60 stapler instrument did not fully fire. The instrument stopped firing in the middle of the procedure. The customer used a total of four green reloads and two black reloads. Use of the instrument was discontinued, and it was replaced to the backup. No fragment fell into the patient. The user completed the procedure, and no known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the surgeon usually used 2-3 black reloads for their gastric sleeves, then uses the green reloads to finish the procedure. The issue occurred on the 3rd stapler fire. The stapler did work for the first two reloads and then the remaining reloads for the case. The procedure was a gastric sleeve procedure. The target tissue was the stomach. The tissue was not calcified. The tissue was not exposed to any radiation or chemotherapy prior to the procedure. There was not enough to flatten the stomach tissue for the stapler/reload to clamp on. There was more tissue bunching than usual when firing a reload. The event involved a partial fire. The event did not involve more than usual tissue being pushed forward/dragged during the firing process. The event did not involve the stapler jaws opening/releasing during the firing sequence. The stapler jaws remained closed when firing. The event did not involve the reload deploying staples unexpectedly. The staples that were deployed were fully formed into the stomach tissue. There were malformed or unformed staples. Per stapler formation chart, the staples started formation started as ¿b¿ and moved to ¿d.¿ the reload blade was still exposed and positioned in the middle of the reload where the staples stopped. The staple line where the staples were deployed was complete. There were no holes/gaps observed within the staple line. The reload was not stuck to tissue. Errors/messages were generated when the stapling issue occurred (i.e., unable to complete fire, blade may be exposed. The surgeon did not encounter any obstructions such as clips, staples, or other hard material between the instrument jaws. The surgeon did not fire over an existing staple line. The surgeon fired where the 2nd firing ended. Buttress material was used. The surgeon likes to use seamguards for the black reloads. The customer reported that only the first firing any need for re-clamping. There was not any bleeding observed on the staple line due to the stapler issue. There was 15cc blood loss for the entire case (most from incision sites). The procedure was completed as planned and there was no unplanned tissue removal due to the stapler firing failure. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.